Event description:
Revision surgery - patient removed arm sling after surgery, ama and dislocated his shoulder. Doctor implanted semi-constrained liner and +8 socket shell to increase stability of shoulder.